Event description:
The company was made aware that the patient was requiring a surgery to replace the internal magnet due to an impact by a door. The surgery to replace the patient's internal magnet was performed. Testing of the patient's device before and after the surgery reportedly showed normal results.